Event description:
It was reported that patient is having revision surgery on (B)(6) 2012. She has been experiencing pain (B)(6) 2012. Patient states that she cannot lift her leg more than a few inches, stand or sit for long periods of time without pain. She also states she cannot bend over or crouch without significant discomfort. She had an MRI taken approximately 2 weeks ago which showed significant fluid accumulation in the hip area.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 8deg 34mm, cat #nlv-340800g, lot # 26580402; 28mm std lfit v40 head, cat# 6260-9-128, lot # 31073802. Restoration adm x3 ins 28/52, cat# 1236-2-852, lot # 32805801. Md vit slv and 2.0mm homog cbl, cat# 6704-0-510, lot # 296575503. Restoration adm, cup w/ha, cat# 1235-2-521, lot # g2941841. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.